Event description:
It was reported by the affiliate that the (2) tlc55 were used during a total gastrectomy procedure. It was reported that the instrument was locked out. The case was completed with a new device and there was no consequence to the pt.